Event description:
During an anterior cruciate ligament reconstruction using a biosure ha 6mm x 20mm screw, it was reported the screw is broken. The device broke in the patient and was completely removed. The backup device was placed in the original prepped hole after a thirty minute procedural delay. The patient's bone quality was reported as good. An awl was used for site prep and the tunnel is 28mm long, used size 6 drill and tap used was size 6. There were no patient injuries or complications reported.

Manufacturer narrative:
One 6x20mm biosure ha screw was returned for evaluation. Visual assessment confirmed the reported breakage of the screw. The threads of the screw have broken off mid-point of its length. With the limited clinical details provided regarding graft type we are unable to determine a root cause for this incident. A review of the batch history records confirmed that the correct material had been used to manufacture the product. The outer diameter and wall thickness of the returned screw were measured and found to meet print specifications. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).